Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps articular surface, catalog #: 42511401011, lot #: 62265668. Persona ps femur, catalog #: 42500607001, lot #: 62379803 (s). Persona stemmed 5-degree tibia, catalog #: 42532007901, lot #: 62318118. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00055, 3007963827-2019-00029, 0002648920-2019-00056. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent bilateral total knee arthroplasty. Subsequently, patient experienced pain and clicking.

Event description:
Upon receipt of additional information, it was determined this product did not cause or contribute to the event. Medical records received confirmed there was no intervention and that the noise was not associated with any pain or instability. Therefore, this event is not reportable.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product did not cause or contribute to the event. Medical records received confirmed there was no intervention and that the noise was not associated with any pain or instability. Therefore, this event is not reportable.